Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, (B)(6) 2017, intra-operatively, during a laparoscopic sleeve procedure, the device was unable to fire and had a loading issue, the reload would not load onto the stapler. A new device was used in order to complete the case. No patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the reload had a full complement of staples. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position. The reload was loaded into a pmv representative instrument for functional testing and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be established when this occurred. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.